Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during preventive maintenance testing. The device was tested at rates of 100ml/hr and 250 ml/hr with volume to be infused of 10ml (delivered 7.5ml), 25ml (delivered 21ml) and 60ml (delivered 45ml). The device delivered below 10% accuracy each time. There was no patient involvement. No additional information is available.